Event description:
A report received from the USA stated an 840 ventilator experienced erratic top display. The display was reported to be blocked or display lines. There was no reported patient involvement.

Manufacturer narrative:
A covidien customer support engineer (cse) evaluated the device and replaced the graphic user interface (gui), printed circuit board (pcb), and backlight inverter pcbs. (B)(4).